Event description:
It was reported a balloon ruptured following second inflation during post dilatation of a re-stenosed wall stent in an innominate vein. Resistance was encountered upon removal of the balloon catheter through the introducer sheath and a segment of the balloon and catheter shaft detached in the pt. Retrieval of the balloon segment utilizing a snare was uneventful. This device was rec'd, evaluated and retained by this MFR. The distal tip of the catheter centimeters in length, contained the distal radiopauge marker and 4 centimeters of balloon material. Middle section of catheter shaft measured 7.6 centimeters in length and was elongated and twisted. Most proximal portion of shaft was broken and detached 8 millimeters distal to proximal radiopaque marker and contained 4 centimeters of balloon material. A portion of balloon material was missing and not returned for evaluation. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcifield lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon catheter. Co's follow up indicated difficulty was encountered upon removal and this device displayed characteristics consistent with resistance upon removal, an enlongated and twisted shaft. Also, co's follow up revealed this balloon was being used to dilate a stenosed stent. Therefore, co believes these factors contributed to this event and do not attribute it to the device.